Event description:
The customer called technical support (ts) and reported that the device has a touchscreen issue. The customer reported there was no patient involvement at the time the issue was discovered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporters reporting address line 1: (B)(6). Initial reeporter phone number:(B)(6).

Manufacturer narrative:
The manufacturer's product support engineer (pse) was not able to evaluate the device due to not being able to locate the device. No further information was provided.